Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Philips technical support confirmed the reported issue during troubleshooting with the customer. The customer reported performing another est to calibrate the external o2 sensor and the low o2 alarm cleared. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a low o2 alarm. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.